Event description:
In 2009, new info was received from service site indicating that during repair of the unit, no audio was observed.

Manufacturer narrative:
The reported complaint was confirmed. The failure was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventive action associated with the confirmed failure.